Manufacturer narrative:
H3, h6: the real intelligence robotic drill, part number rob10013, serial number (B)(6) , used for treatment was returned for evaluation. The reported problem could not be confirmed with a visual inspection. The reported problem was confirmed with a functional evaluation. During kpc the drill would not accept the bur. A communication error appeared at the start of a case. Disassembly revealed heavy corrosion inside the drill, suggesting liquid ingress. The cable passed testing. The exposure motor passed testing. Disassembly of the carriage showed a disintegrated bearing. Further testing could not be performed due to the amount of corrosion throughout the inside of the drill. A complaint history review for similar reported/confirmed complaints has identified prior events. A review of manufacturing records indicate the device met all specifications upon release into distribution. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. A historical review concluded that no prior escalation actions are applicable to the scope of the reported complaint. We have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. The most likely cause of this event is associated with wear and tear of carriage bearings. Based on the investigation, no containment or corrective action is recommended or required at this time. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported during a cori assisted tka surgery, when burring the femur, the real intelligence robotic drill displayed a disconnect error and could not be reconnected. Furthermore, when a run diagnostic was tried, the handpiece piece would not unlock to insert the burr .the procedure was performed, after a non-significant delay, using manual technique. Patient was not injured as consequence of this problem.